Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the follow-up CT showed there is a suspected type ia endoleak. The patient was brought back to the or to resolve the proximal type I endoleak. The initial angiogram revealed a very slight leak but no filling of the abdominal aortic aneurysm sac. A reliant balloon was used to balloon the proximal segment through the overlap of the valiant stent graft into the other manufacturer's stent graft. The physician then ballooned the proximal segment through the other manufacturer's stent graft with kissing non-compliant balloons through an 18 fr sentrant sheath. The ballooning went well and then the physician elected to implant six heli-fx endoanchors in the proximal seal zone of the valiant stent graft. A final angiogram revealed that the endoleak was resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Off-label, unapproved or contraindicated use implanting a valiant into a aaa film evaluation summary the cause of the reported proximal type I endoleak could not be determined from the limited still films provided. Films prior to and during implant of the valiant for repair of a previously implanted other manufacturer¿s device (endologix afx) were not available, and angio¿s during the recent intervention were also not available for review. A CT film report from june 1, 2017, 6 weeks after implant of the valiant, revealed that a valiant stent graft had been implanted in the patient¿s infrarenal aorta and had been placed distally into the afx device which may have previously migrated into the sac. The valiant was positioned proximally just below the right renal artery, and the afx was ~5cm below the valiant. Between the valiant and the afx (near the valiant 2nd covered stent ring) the valiant was seen acutely angulated ~45deg, and cross-section CT showed significant stent infolding of the valiant. The aortic diameter at this infolding location could not be determined. There was also contrast seen along the outside the valiant along the outer curvature of the device from an unknown source. It appears likely that implanting within the angulated neck contributed to the infolding, and may have also contributed to the endoleak. Off label usage of a valiant within the aaa, as well as unknown stent graft interaction with another manufacturer¿s device may have also contributed to the events. Films during the ballooning and endoanchor intervention which reportedly resolved the events were not available for review. If information is provided in the future, a supplemental report will be issued.